Manufacturer narrative:
Gender/sex: unknown, information not provided. Date of event: exact date unknown, information not provided. Best estimate is between (B)(6) 2019. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was replaced in a different procedure, therefore explanted due to anterior deposits on the lens. It was replaced with the same model lens but lower diopter (18.5). There was no other surgical intervention such as incision enlargement or vitrectomy. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: initially it was reported via emdr 2648035-2020-00410 that the iol was explanted due to anterior deposits on the lens. However, thru follow-up the customer explained that the iol was explanted due to over correction on the iol power calculation. No further information was provided. Device available for evaluation; returned to manufacturer on: 05/18/2020. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was explanted. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.